Event description:
Event description cpi received information that a patient with a endotak transvenous defibrillation lead (0075) showed a pacing impedance=201 ohms, at the current follow-up procedure. The patient was to be monitored. A few days later it was discovered the patient had twiddler's syndrome, and as a result of the patient's constant manipulation of the endotak transvenous defibrillation lead and implantable cardioverter defibrillator (ICD), the lead had retracted and was damaged. A new down-sized plus lead (0095) was implanted.